Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl at time of incident and current blood glucose level was 175 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose. Customer stated that the insulin pump had insulin flow blocked alarm. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by infusion set change. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.